Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three years post filter deployment, CT revealed saddle pe in addition to that as well as multiple bilateral pe in the chest. Subsequently, two days later, dvt was identified in the left popliteal vein. The following day venogram revealed ivc filter was malpositioned with protrusion of the two filter legs either through the ivc wall or into the right renal vein. It also had a significant thrombus within the ivc filter. A pulmonary angiogram was performed it revealed that the findings of a patent bifurcation and no evidence of saddle embolus. The right pulmonary artery was patent and the left pulmonary artery had significant thrombus in the distal branches were not well visualized. Subsequently, next day a pulmonary angiogram revealed rapid filling and normal flow through bilateral pulmonary arteries. A cavogram performed revealed the ivc filter was very malpositioned with two prongs exiting outside the vena cava wall. Eventually, next day, the patient was scheduled for filter retrieval procedure. Attempts for the removal of the ivc filter was extremely difficult as the ivc filter appeared to be well incorporated and as it was malposition. The hook appeared to be incorporated within the left lateral wall of the ivc. The filter was retrieved successfully. Therefore, the investigation is confirmed for perforation of the ivc, retrieval difficulties and malpositioned filter. However, the angulation of the filter tilt is unknown based on the provided medical records. However, the investigation is inconclusive for filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter was tilted, migrated, perforated to ivc wall and r renal vein and thrombosis/embolism in ivcf. The device was removed percutaneously and complex removal. The current status of the patient is unknown.